Event description:
As reported by the user facility: user wanted to start with a new infusion with vtbi of 150ml with rate of 73ml/hr. User mentioned that infusion suppose to last for 4hours. User later found that pump shows 120ml has been infused but burette still contain 120ml. Another round of infusion done with same volume yet volume in burette remained the same. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). History inspection: the history file device uploaded in the cc notification was analyzed. On the 14th of may 2026, the pump was turned on at 03:13am. The tube space line was selected and a vtbi of 150ml and a flow rate of 73ml/h was set. The therapy started at 03:14am. At 05:17am the therapy finished. At 05:25am, the therapy was repeated and the therapy started again with a flow rate of 73ml/h. After start, the downstream pressure alarm occurred 4 times in a row. At 07:57am the vtbi therapy finished. At 08:01am a new vtbi of 150ml was set and the therapy started again with a flow rate of 73ml/h. At 10:05am the vtbi therapy finished. At 10:06am a new vtbi of 150ml was set and the therapy started again with a flow rate of 73ml/h. A single pressure upstream alarm occurred after start. At 11:47am a new vtbi of 150ml was set during therapy. At 11:47am a therapy reset was performed on the pump. At 12:55pm the standby mode was activated. At 01:06pm the therapy started again. The therapy stopped at 01:33pm and the door was opened. The pump was turned off. The pump was requested for checking the flow rate according to iec/en 60601-2-24 standard and the trump curves method, but no sample was available for analysis. Conclusion the defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. All information concerning this reported incident has been included in our trend analysis of the product line. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.